Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain.it was reported that patient had their ins removed on (B)(6) 2012 because it was not effective. It did not give the relief he was looking for. Patient said the device worked well for his leg pain but he had so much lower back pain. Patient said he got some relief but not the relief he was hoping for. Patient said as the years went on he used the device less and less. Patient responded saying in 2007 he pretty much stopped using the device. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of explant (B)(6).